Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Non-applicator tampons super plus, vaginally for menstruation (lot number 2991m4185, expiration date and frequency unspecified). After an unspecified duration, she noticed that the cotton came out of the top of the tampon and when she pulled out the tampon, the cotton was pulled out and also got stuck inside the vagina. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious and the company causality was assessed as possible. This report was also considered a reportable malfunction case.

Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Non-applicator tampons super plus, vaginally for menstruation (lot number 2991m4185, expiration date and frequency unspecified). After an unspecified duration, she noticed that the cotton came out of the top of the tampon and when she pulled out the tampon, the cotton was pulled out and also got stuck inside the vagina. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious and the company causality was assessed as possible. This report was also considered a reportable malfunction case.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.